Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the surgeon was impacting the broach when the welding of the handle end broke. A back up device was used to complete the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photos identified the weld connecting the strike plate to the handle has fractured. The handle has nicks and other signs of wear. Visual examination of the returned product identified impact marks on the strike plate and the handle near the fracture location. The device had fractured at the weld location of the strike plate and handle. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.